Event description:
The pt had to undergo revision surgery, which included hardware removal and drainage due to swelling/abscess.

Manufacturer narrative:
The product was not returned for investigation. Based on the available info, the actual root cause for the reported event could not be determined. Statistical eval did not reveal any device related issue.